Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash under therapy pads of the lifevest equipment. Patient described the area as itchy and red with small zits. Patient reports a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed fenistil tropfen and put padded band aids on the skin irritation. Follow up indicated that the skin irritation improved.